Manufacturer narrative:
Medtronic received notification of a literature article entitled: "clinical comparison between early and late spontaneous sac shrinkage after endovascular aortic aneurysm repair" masayuki sugimoto, hiroshi banno, tomohiro sato, shuuta ikeda, takuya tsuruoka, yohei kawai, kiyoaki niimi, akio kodama, and kimihiro komori ann vasc surg 2021; 75: 420¿429 https://doi.org/10.1016/j.avsg.2021.02.014. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant talent stent grafts were implanted in patients along with non medtronic stent grafts for an evar endovascular treatment. Abstract: early spontaneous shrinkage (ess) of abdominal aortic aneurysm (aaa) within 1 year after endovascular aortic aneurysm repair (evar) could be a predictor of durable success. However, late spontaneous shrinkage (lss) during longer follow-up has not been well addressed. We compared late complications of ess and lss. The following malfunction were reported; type ia, ib, ii & type iii endoleaks the following serious injuries were reported: bypass surgery, occlusion, iliac access site injury, aneurysm expansion.